Manufacturer narrative:
Correction to the initial emdr in field b5.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to be charged. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
B3: exact date unknown, event occurred in approximately during the spring season from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.